Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net with false pause and brady episodes that appeared to be due to undersensing low amplitude r waves. Programming changes were discussed. No further information is available at this time.

Event description:
New information received states that undersensing episodes are still being noted during a clinic visit. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.